Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Enduser advised has a torque wheelchair he does not like due to chair veers to the right and does not go straight. Enduser advised had this chair since 2005. Enduser advised not able to get to serial number to provide. Enduser advised has been using this chair for three years and when veers to the right side and scrapes right elbow and causing it to bleed. Enduser advised wife put something on it and wraps it up with a gauze. Enduser could not provide any further information. Enduser wife advised most recent injury occurred thursday (B)(6) 2016 enduser was going outside to back yard and when going out the door chair either goes to the left side or right side and it went to left side and scraped left elbow on inside of main door and it was bleeding and wife bandaged it up and put neosporin on it. Enduser wife advised and it stopped bleeding next day and is currently healing.